Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient thought she had program 1,2,3 and 4 initially programmed but now only see program 1,2 and 4 and no 3. She saw the healthcare provider (hcp) once since implant. Patient services confirm over the phone with patient that she only had program 1,2 and 4. Patient noted she had appointment with hcp next month . There were no further complications that have been reported as a result of this event.